Manufacturer narrative:
This spinal cord stimulator for pain relief is being used for urinary dysfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had their implant and leads removed yesterday, (B)(6) 2018, due to pain and having ¿problems¿ with the system. The patient was having incontinence issues and was wearing a diaper, but it was unknown when this started. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional. It was reported that the exact date was unknown. The problems were swelling and pain in area of implant. The cause of patient having problems was that upon removal of device, an old surgical gauze was discovered next to device. Patient's weight information was asked but not provided. The devices were at the pathology department of the facility. No further complications were reported/anticipated.